Event description:
It was reported by the aci clinical specialist that a patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained via a 6f sheath (model unknown). Following the procedure, the physician who is not a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that everything seemed fine when the device was prepped. The physician inserted the device into the sheath and then blew up the balloon until the black marker was fully visible. The physician then pulled back and the device came completely out of the sheath. The patient was converted to approximately 10-15 minutes of manual compression. The balloon was inflated to see if it had ruptured and there was no leakage from the balloon.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1207201) indicated that the device lot met all established performance criteria prior to shipment.